Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage.

Event description:
It was reported that the recently re-implanted vns patient's device showed approximately 25% battery life remaining. The neurosurgeon was concerned that the patient's device was having unusually quick battery depletion. It was noted that the patient's device was programmed to high settings. A battery life calculation using the available programming history showed approximately 1 year remaining. Review of the decoder data revealed that there was a change in the device duty cycle (35% to 57%) at high settings (3.25/30/750/30/0.5/3.5/750/60) when the voltage dropped on (B)(6) 2014. Battery voltage was measured as 2.825v (13.443% consumed), then rebounded back up > 2.85v the same day. No changes to the settings were made. The device was next checked on (B)(6) 2014 which found battery voltage at 2.845v (15.628% consumed). At the end of the visit, the duty cycle was changed from 57% to 44%. Device was next checked on (B)(6) 2014 and battery voltage measured at 2.853v (21.312% consumed). The remaining data showed battery voltage >2.85v. The patient underwent generator replacement surgery due to ifi - yes. The explanted generator has not been returned to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include that the explanted generator was returned and pending analysis. Device available for evaluation; corrected data: the previously submitted MDR inadvertently did not include that the explanted generator was returned and pending analysis. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently did not include that the explanted generator was returned and pending analysis. Evaluation codes; corrected data: the previously submitted MDR inadvertently did not include that the explanted generator was returned and pending analysis.

Event description:
The explanted generator was returned to the manufacturer where analysis is currently underway.